Manufacturer narrative:
Visual and microscopic examination of the returned device revealed distal stent damage. The damage was found on the third row from the distal end. Some of the struts were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip profiles were visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that it was noted that the stent was not well crimped on the balloon. The physician attempted to advance a taxus liberte' 2.50x24mm drug eluting stent into an unknown lesion; however, it was noted that the distal stent was not "tightly crimped". The stent delivery system was removed and the procedure was complete with another device. Patient status post procedure is satisfactory.